Event description:
Pump malfunction message on cadd legacy sn (B)(4). Message no disposable, clamp tubing. Reported by: patient. Device malfunction. Dose or amount: 40 ng/kg/min; frequency: continuous; route: IV; dates of use: (B)(6) 2018 to ongoing; diagnosis or reason for use: pah.